Event description:
It was reported that there was error code 41786 due to a faulty printed wiring assembly (pwa) board. This alarm event pauses the delivery of the pump until the error is addressed. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 06-jun-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not confirmed. The rechargeable battery inside the communication module had 4 errors in the event log indicating an issue with that battery, it is suspected that the probable cause of the reported issue was due to a rechargeable battery defect inside communication module.